Manufacturer narrative:
Event date is approximate; the year is valid. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implanted neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/pelvic floor therapy. A patient representative reported that the patient had been having problems with their implanted device. For a year they had had uti's off and on throughout and had difficulty treating them, and had urgency and frequency. Patient services discussed considerations regarding possible eos; however, the caller stated that 6 months ago, they were able to adjust and it seemed to be responding. The caller was not with the patient at the time of the call so no further troubleshooting was done. Patient services reviewed that if the patient programmer was still able to connect to the ins, the ins had not yet reached eos. Patient services recommended following up with the patient's healthcare professional (hcp). There were no device issues reported, and no further patient complications are anticipated or expected as a result of this event. Additional information was received from a healthcare professional (hcp). The hcp reported that it was unknown if the implanted device caused or contributed to the uti. It was also unknown if the patient had utis prior to implant, but that they had had utis since implant. The known dates of uti onsets were reported as (B)(6) 2019. Steps taken to try to resolve the utis were vaginal estrogen therapy and prophylactic abx. In response to an inquire for clarification of the problems with the implanted device, the hcp wrote that the device had been intermittently functional and that the patient also had reportedly turned off the device by mistake. The steps taken to resolve the implanted device issue were that the device was interrogated and that the patient would need a cystoscopy. The issue had not yet been resolved.